Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. Lead fracture was suspected. The lead's high-voltage thera pies were programmed off, and the patient was provided a life vest. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.